Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the even onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with cefepime (dose, route, frequency, and duration not reported), ancef (dose, route, frequency, and duration not reported), flagyl (dose, route, frequency, and duration not reported), and vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Ten days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering and treatment was ongoing. No additional information is available.

Manufacturer narrative:
At the time of this report, the patient was still recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.